Event description:
Add'l info rec'd from MFR 1/24/01: device not returned for analysis.

Event description:
Pt had aicd implanted, functioned correctly. End of life indicators and replacement occurred 10/13/1999. In 2000, pt sustained 1 shock, 6 weeks later another shock occurred and then week of 09/10/2000, aicd fired x 6. Upon review and evaluation of device, physician determined the shocks were due to "noise on the rate sensing lead, suggestive of a fracture or insulation break".